Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported persistent highs after an occlusion alert despite resuming delivery. The patient's blood glucose (bg) was 400 mg/dl at time of call. Using an inset 23", he noted he always places sets on his left side and suspected scar tissue. Agent had him change supplies; no bent cannula found. Insulin delivery resumed. The patient reported of being "high" and irritable during event, and bg was out of range for 90+ minutes. No medical intervention required. On follow-up, bg was 354 mg/dl and trending down.